Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the patient experienced unresolved chronic pain at the left pectoral pulse generator site and left shoulder. There were reportedly complaints of intermittent phrenic nerve stimulation as well. Programming changes were made to deactivate the left ventricular lead. The patient presented for revision procedure. During procedure, the left ventricular lead was deemed sub-optimally positioned due to the patient¿s complaints of sporadic phrenic nerve stimulation. The left ventricular lead was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.

Event description:
Manufacturer report number: 2017865-2019-17226. It was reported that no pocket abnormalities were noted and no device malfunctions were inferred.

Manufacturer narrative:
Analysis was normal. No anomalies were found.